Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted tones after approximately 3.5 years of service. Technical services discussed having the device interrogated by the patient's physician. The physician did not report any symptoms.